Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's reportable malfunction of error e110 (optical fiber failure) was confirmed. Based on the results of the investigation, the suggested event was likely due to a failure of the filter unit in the device. However, a definitive root cause could not be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the video system center had error 110 coming on screen. The issue occurred during maintenance. There were no reports of patient involvement.